Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he dropped his insulin pump and the display screen shattered. The patient's blood glucose at the time of incident was 150 mg/dl. The damage occurred during an infusion set change. The customer was advised to revert to a medically prescribed bac-up plan. However, the insulin pump was not returned or replaced as the customer was currently out of town and planned to call back upon his return.